Manufacturer narrative:
D10: 02-010-03-0225 - logic cr femoral cem, left sz 2.5: (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The patient previously underwent a left total knee arthroplasty. The patient later presented to the surgeon¿s office with complaints of pain, swelling, stiffness, decreased range of motion, and overall dissatisfaction with the knee replacement. As a result, the patient underwent revision surgery consisting of a tibial polyethylene insert and patellar component exchange. Patient was last known to be in stable condition following the event. No further information is available.